Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the velys saw interface left was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis revealed that the left-sasi exhibits an overall appearance of moderate wear consistent with multiple uses in a clinical setting. No other visual defects that could have contributed to the reported event were observed. A functional evaluation was conducted. The assessment determined that the left-sasi saw clamp lever had become increasingly stiff, making it difficult to move and preventing proper articulation as intended. Consequently, a functional test to assess the loose condition using a saw wing fixture could not be performed. Galling is suspected to have occurred internally between the lever pins and the lever component causing the internal metal components to begin to seize. As a result, the lever of the sasi is difficult to close. Per the instruction for use, it is indicated under sections: point of use care, containment and transportation, and preparation before cleaning for all reusable instruments, all moving parts must be thoroughly cleaned and lubricated after each use to avoid buildup of debris within the articulating components of the device. It is suspected proper lubrication/cleaning was not performed with the device. There is no indication that a design or manufacturing issue has caused the complaint condition. The overall complaint could not confirmed as the condition of the velys saw interface lef prevents a proper functional testing to confirmed the reported "loose" condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5: additional information was received which stated the procedure being performed was a total knee arthroplasty (tka).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H.11. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that the velys saw interface left device was loose. It was not reported if the device was used in surgery. It was unknown if there were any delays in a surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.